Event description:
The pt reportedly experienced ongoing sound perception and intermittencies when using the external equipment. The pt was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. On october 31,2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device to be scheduled.